Event description:
It was reported that a cartridge alarm intermittently occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.